Manufacturer narrative:
(B)(4). Concomitant medical products: 00885101440, neutral liner 40 mm i.d. Size mm for use with 60 mm o.d. Size mm shell, 62229676. 00771101320, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, 62258721. 00877504004, bioloxâ® delta, ceramic femoral head, xl, ã¸ 40/+7, taper 12/14, 2702047. 00625006525, bone scr 6.5x25 self-tap, 62793475. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02261, 0001822565 - 2020 - 03413. Reported event was confirmed via medical records reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right total hip arthroplasty with zimmer biomet components implanted without complications. The patient dislocated on and underwent a revision procedure due to failed hip arthroplasty. During the procedure, significant leg length discrepancy - 2cms was found. Pre-operative imagine indicated abnormality on the acetabular side due to superior reaming. The cup, liner, and head were replaced with new zimmer biomet products. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right hip revision approximately 1-year post implantation due to dislocation. During the procedure the surgeon attempted to remove the stem and was unsuccessful. The surgeon elected to build out the cup with a secondary cup in order to add length to the neck to avoid future dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.